Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked case at display window corner. No crack on lcd glass or on display window noted.

Event description:
It was reported the insulin pump was cracked by the battery compartment and in the display. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.